Event description:
Boston scientific received information that this patient was experiencing signs of pocket erosion. As a result the pocket was opened up for a revision. Once the pocket was open the physician found what appeared to be an infection, so cultures were taken. During this procedure electrocautery caused the device to go into safety mode. The results of the infection came back negative so a new cardiac resynchronization therapy defibrillator (crt-d) was implanted subpectorally and this left ventricular (lv) lead remains implanted and active. No additional adverse effects were attributed to this lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.